Manufacturer narrative:
The malfunction was duplicated and the front enclosure assembly was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.